Event description:
The user reported blood glucose results of '17.3' with the lifescan meter and '10' on a laboratory device, performed within 10 minutes of each other. Based on the consensus error grid analysis, the difference between these results falls within the e zone therefore this complaint is deemed reportable. There was no injury or medical attention sought due to the issue. However, this complaint is deemed reportable because the results from precision testing fell within the e zone on the consensus error grid of the EU reportability reference guide.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.product code for this device is nbw.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient reported blood glucose results of ''17.3 mmol/l'' with a lifescan meter and ''10 mmol/l'' on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, greater than 1 mg/dl (0.056 mmol/l) per minute and greater than 20 mg/dl (1.11 mmol/l) or 20%. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.